Event description:
It was reported that the operating room staff called in during the case to report that the guided tool exchange was not working correctly. The technical support engineer reviewed the logs and found no faults. The surgeon stated that the guided path displayed on the screen was off from the path the instrument was following. Additionally, the instrument was not reaching the correct position. The issue was specific to the vse and the stapler, while all other instruments were functioning normally. This issue occurred on arm 4.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The system was tested and verified as ready for use.